Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer loaded a new cartridge and resolving the occlusion. Customer¿s blood glucose level was 222 mg/dl.